Event description:
A surgeon reports patients have experienced over corrections following lasik surgery. Patient records provided indicated this patient was over corrected by 2.25 diopters in the right eye at the 2 month post operative visit. An enhancement was performed one month later. At six-week post operative enhancement, this patient was under corrected by .25 diopters bcva was not affected during this time and ucva was improved.